Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, stem, lot # unk, item # 12-115120, head, lot # unk, item # unk, taper, lot # unk.

Event description:
It was reported that approximately 15 months post implantation, the patient underwent a revision of the cup and head due to aseptic acetabular loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Product code: no information. Concomitant medical products : item #: 14-103204, taperloc stem, lot #: ni, item #: 157446, m2 a magnum modular head, lot #: ni , item #: ni, taper, lot #: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.